Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous shaft kinks. The balloon has a pinhole 0.5mm from the proximal markerband and a pinhole at the distal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-may-2018. It was reported that balloon leakage occurred. Vascular access was obtained through the left femoral artery. The target lesion was located in the right distal peroneal artery. A 6f mach 1 guide catheter and a .014 journey guide wire were also in use. A 2mm x 30mm x 143cm coyote¿ es balloon catheter was tested outside the patient, then advanced for dilation. The balloon was inflated at nominal pressure and leakage in the balloon was noted on the angiography. Immediately, the balloon was removed from the patient and another test was made, it was clearly noted that the leak was at both ends of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed balloon pinhole.